Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed normal battery depletion.

Event description:
It was reported the device was explanted and replaced due to programming/telemetry difficulty. No patient complications were reported as a result of this event.